Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reviewed the system logs and identified error 25913 (c-34). The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the reported problem. The system was tested and verified as ready for use. Isi received a da vinci product to perform failure analysis. The iesu was analyzed and tested in normal mode with an in-house system. Failure analysis investigations confirmed and reproduced error code c-34. .

Event description:
It was reported that during a da vinci-assisted uvulopalatopharyngoplasty surgical procedure, error code c-34 occurred on the integrated electrosurgical generator unit (iesu). The on-duty intuitive surgical, inc. (Isi) field service engineer (fse) had the customer reseat the energy instrument cord and power cycle the iesu, but the error persisted. The fse recommended to connect an external force triad generator, but the customer could not find the energy activation cable to use with the force triad generator. The fse then suggested to use another vision side cart (vsc) for the operation, but the surgeon elected to convert to laparoscopic surgery. There was no reported injury. Isi performed follow-up and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The procedure conversion did not result in increasing port size incision or adding additional ports. It was confirmed that there was no patient harm, injury or adverse outcome.